Manufacturer narrative:
No products were returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The patient was transferred to another institution for the intervention where the rv lead was surgically abandoned and a competitor's lead was implanted. It was suspected the pacemaker was also replaced, but this could not be confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
An investigation into this event is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and pacemaker presented at the hospital's emergency department with dizziness. Upon initial admission, an EKG was performed and loss of capture was noted. Interrogation of the pacemaker revealed pacing impedance measurements above 2,500 ohms that resulted in the device performing a lead safety switch to change the lead sensing/pacing configuration from bipolar to unipolar. In addition, there were also pacing threshold measurements above 5 volts noted. The patient was hospitalized until a procedure could be performed to replace both the rv lead and pacemaker. No additional adverse patient effects were reported.